Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2018-12-12. It was reported that the cause of the strong stimulation occurring even when their stimulation was off and at 0.0v and the low impedances found on contacts 2 and 4 following the patient's fall remained unknown. The rep spoke with the healthcare provider (hcp) and they ordered x-rays of the paddle lead to assess placement. The patient¿s stimulator was set to 0.0 and stimulation was turned off. The issues were not resolved. The patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their ins was turned off for shooting pain. However, they noted that the issue was due to a herniated disc unrelated to their device or therapy. They added that the issue has been resolved. The patient requested a manufacturing representative to restart their ins because they have not use or recharged it since a little over a month ago. The patient indicated that they have an appointment on (B)(6) 2019. Communication was sent to the field. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing strong stimulation shooting from their toe on their right leg. The patient stated it was like a shocking. The patient later clarified this and stated that it was not a shocking, but the vibration the stimulator outputs was only strong. The patient indicated that it was not painful. The patient stated that they tried turning stimulation off, but they continued to feel the strong sensation. It was indicated that the patient did experience a fall maybe two months ago where they sprained their ankle and were in a boot. The patient stated that they ¿hit themselves very hard¿. In the second call record the patient reported that they were wearing clogs and one fell off of their left foot. The patient stated that their left leg hardly had sensation in it which was pre-existing to their pump or spinal cord stimulator device. Patient services walked the patient through the patient programmer and confirmed that their stimulation was off and they were on group a program 1 at 0.05v. It was reviewed to decrease the stimulation to 0.0v. The patient confirmed they had adaptive stimulation. It was again reviewed to turn program 1 down to 0.0v and have their device checked. The strong stimulation sensation occurring even when their stimulation was off, began a couple of weeks ago in (B)(6) 2018. The fall occurred maybe two months ago in 2018. Additional information was received from the manufacturer representative (rep) on (B)(6) 2018, stating that they were meeting with the patient today regarding their previously reported issue. They stated that they ran impedances and found that contacts 2 and 4 were less than 50 ohms. The rep asked if this could be related to their issue of the patient having sensation with the ins off and at 0v. Technical services advised them that it was almost certainly not related. They stated that the situation could be related to the patient¿s fall/foot problem. It was reported that the patient had uncomfortable sensation today when the rep checked electrode impedances at .7v, and described it as ¿excruciating pain¿. On (B)(6) 2018, the short was discovered, along with the uncomfortable sensation. No further complications were reported/anticipated.